Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. A follow up service visit had been scheduled to affect repairs and further evaluate the system. The service call was postponed/cancelled. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9900 locked up during a procedure. There was no adverse pt involvement reported. There was no pt information reported.